Event description:
It was reported by the rep that the (1) hp052 and the (1) cs14c were used during a radical mastectomy procedure. It was reported that the hp052 toned out. A new handpiece was pulled and the case was completed. There was no pt consequence. The or time was extended by 15 minutes.